Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected chip from battery compartment anomalies noted. No unexpected hard press button anomalies noted. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clips lot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the buttons on the insulin pump are hard to press. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.